Manufacturer narrative:
The complainant requested to return a screwdriver that reportedly failed due to wear and tear. There were no reported patient complications. A visual assessment of the returned driver indicated frequent use. The tin coating at the distal tip of the driver was worn and the distal hex tip was broken from the driver. A functionality test could not be performed due to the damage. It is possible that the distal hex tip of the driver could break if it were rotated while not fully seated in the screw head or rotated while engaged with the screw head at an angle. The driver tip could break if excessive rotational force were applied. It could be possible to apply excessive rotational force if the patient had very dense bone and the drilling and tapping steps were being performed with the self-drilling screws or self-tapping screws. The drilling and tapping steps to prepare patient bone can be performed with dedicated instruments within the surgical system or with the self-drilling and self-tapping screws. A DHR review was performed and the device met all required specifications prior to being initially released to distribution on 05/05/2014

Event description:
The complainant requested to return a screwdriver that reportedly failed due to wear and tear. There were no reported patient complications.